Event description:
It was reported that the right atrial (ra) lead exhibited over-sensing and under- sensing on the atrial tachycardia/atrial fibrillation (at/af) noted on current electrograms (egm). The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 7122 lead was implanted on (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.